Manufacturer narrative:
DHR review. Result: inconclusive. Device manufactured and sterilized to specification. Information provided by research facility. No additional information available. It cannot be determined that any of the devices may have caused or contributed to this event. Other devices involved: 82-3-0710 tibial insert, lot 08789601, femoral component, lot k04k1582, simplex cement with tobramycin, lot mil019.

Event description:
It was reported "the arthroplasty was revised due to infection. The tibial, femoral and patellar components were revised. The components were implanted in situ for 0.87 year (10.5 months)."